Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a tha procedure the mako robot device placed the cup with an inclination of 40 and version of 20. The patient fell a few days after the procedure and dislocated their hip. They had a post op CT scan and the inclination was at 41 and the version was measured at 34.9. The surgeon was wondering if we could confirm this was accurate. At the time of report it is not clear whether further steps will be taken.

Event description:
During a tha procedure the mako robot device placed the cup with an inclination of 40 and version of 20. The patient fell a few days after the procedure and dislocated their hip. They had a post op CT scan and the inclination was at 41 and the version was measured at 34.9. The surgeon was wondering if we could confirm this was accurate. At the time of report it is not clear whether further steps will be taken.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate version following a total hip procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: the robot serial number for this case was not provided, so the associated DHR could not be reviewed to determine if quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect version. There were other reported events (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.